Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over and under delivering as they were going either too high or too low. The customer¿s blood glucose level was unknown at the time of the incident, and 80 mg/dl at the time of the call. The customer had filled the reservoir the previous night and now had about 150 units left, but they had not bloused that much that day. Troubleshooting was completed for the lows but did not resolve the issue. The insulin pump will be returned for analysis.